Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
Due to character restriction block e1 event site telephone number is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse resolved the issue by replacing the datasette, main board (0670-00-1186), drive manifold, and solenoid driver board. After period of observation, the unit passed safety and functional testing, and was returned to the customer in good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by customer , the cs300 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement reported.